Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 17.4 mmol/l and 6.0 mmol/l. No adverse event reported. Requested return of suspect device for evaluation.